Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 3mm x 20mm x 144cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.